Manufacturer narrative:
Reporter indicated photographs are available, however, multiple attempts to obtain photographs thus far have been unsuccessful.

Event description:
The patient was admitted to the hospital from a nursing home with suspected aspiration pneumonia. The patient reportedly aspirated pieces of green foam. The manufacturer is attempting to gather more details on the reported issue.

Manufacturer narrative:
The reporter discarded the involved product. Evaluation of the product could not be performed because no product code or lot number was made available. Although the initial medwatch report indicated photographs were available, the reporter subsequently clarified he did not have photographs of the involved product. The investigation focused on codes that could potentially be used in a nursing home setting. In-process quality checks are performed every one (1) hour for straw placement, glue coverage, and swab head pull test, however, product history reports (phrs) and product service requests (psrs) could not be evaluated as no product code or lot information for the affected product was known. Per the packaging instructions for all the potential products it states, "do not allow the patient to bite down on swab." Without further information, biting of the swab cannot be ruled out. Potential biting of the swab is further evident by the fact that the customer stated that green foam pieces were found in the patient's bronchial secretions. This could be caused by biting and chewing the foam. The root cause(s) of the reported condition could not be determined at this time. Potential root cause could be due to the patient potentially biting the swab. Discarded by facility.

Event description:
Patient admitted to hospital from nursing home with suspected pneumonia. Reporter stated the patient was confused and unable to follow commands. Reporter stated green foam pieces were found in the patient's bronchial secretions and it was assumed the patient aspirated on pieces of foam from a sage swab prior to admission to the hospital. Reporter stated patient diagnosed with aspiration pneumonia, however, did not know the medical intervention performed on the patient. Reporter did not know if biting occurred, if the device was reused, or who performed oral care on the patient during use. Reporter did not have medical history and did not know the weight of the patient. Reporter did not have the involved product and did not have photographs available of the involved product. Reporter did not know the product code and did not have lot information. Although requested, no additional information provided.